Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a homechoice automated pd set with cassette was leaking through the blue cap. This was observed during priming of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a3: gender: male (previously submitted as ni). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water leak test was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.